Manufacturer narrative:
A sample device was not returned for analysis. Device not accessible for testing. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the haptic was bent and the lens was not available. There was no patient contact. Additional information was requested.